Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The daughter of a customer reported via phone call of having high blood glucose of 430mg/dl. Customer had symptoms such as vomiting and treated with a manual injection. Troubleshooting stopped at this point as the daughter called for emergency services to come to their house. No further details given.